Event description:
The baby had a ph probe placed at 1500. It comes with a recorder that measures the ph. The mother also records events such as when the baby is eating, sleeping, or when the diaper is changed. At 2115 the mom summoned the rn when she noticed that the recorder had turned off. It was not able to be turned back on. The on-call endo nurse was called but the situation was not resolved. The next morning the company's technical support was called to help retrieve any data that has been saved on the recorder. Despite all efforts they were unable to retrieve any information. The endoscopy unit sent back the defective recorder and they were going to send us a replacement.